Manufacturer narrative:
(B)(4). Gradient increase is selected as aortic pressure gradient increase was reported. The device was received back and under evaluation. Device was returned along with a part of heart tissue surrounding the valve. Based on the macroscopic examination and x-ray, device appeared to be deformed in shape. X-ray exam on as-received condition (including the device and patient cardiac tissue around the device) showed that the device was compressed and macroscopic examination showed deep folds in all the leaflets. Based on the available analysis so far, it is possible that the implanted device was oversized. Evaluation is still undergoing and analysis report will be provided once full evaluation is completed.

Event description:
The manufacturer was notified on (B)(6) 2016 about death of a patient after 10 months from the date of implantation of the mitro low 12a valve. Mitroflow 12a valve was implanted on (B)(6) 2015 and valve replacement procedure was completed without any particular problems. Decrease of the pressure gradient was confirmed on (B)(6) 2015. The manufacture received the following information in chronological order: on (B)(6) 2015: the mitroflow 12a valve was implanted in the patient for aortic valve stenosis. Prior to the valve replacement, the pressure gradient was around 130 mmhg. On (B)(6) 2015: the pressure gradient was 69.9 mmhg. Although the value was still high, a significant improvement was shown compared to before the implantation. On (B)(6) 2016: the patient visited the hospital for shortness of breath which started after the procedure. The pressure gradient was 80 mmhg. On (B)(6) 2016: the patient was admitted to the hospital again. The pressure gradient was 100 mmhg. On (B)(6) 2016: the patient was still in hospital and an examination was performed. The pressure gradient was 135.8 mmhg. On (B)(6) 2016: while a re-operation had been scheduled for (B)(6) 2016, the patient died after a sudden change of the condition.